Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalization due to high blood glucose and diabetes ketoacidosis. Customer¿s blood glucose was 510 mg/dl at the time of hospitalization. Customer also specified other relevant blood glucose value was 400 mg/dl and 500 mg/dl. The current blood glucose value was 361 mg/dl. Customer treated with manual injection and bolus for high blood glucose. Customer was wearing an insulin pump at the time of hospitalization. The product will return for the analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test, self test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test.